Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Lot: 0935784.

Event description:
According to the available information, a tubing leak was noted on the cylinder to pump tubing. The device was explanted and replaced.